Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient died a few days following the implant surgery. The patient's daughter called (B)(6) 2016 and reported that the patient had died a few days after an implant procedure. The cause of death is unknown at this time. Follow-up revealed, the patient had no complications pre- or post-operative and it was reported the implant was not perceived as the cause of death.